Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a pocket revision due to an unknown reason.

Event description:
It was reported that the patient underwent a pocket revision due to an unknown reason. Additional information was received that the patients ipg was not working as expected despite reprogramming. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. Physicians implant manual 9055940-001.